Event description:
It is reported that the device was implanted in 2008. Revision surgery occurred on the following month, due to dislocation.

Manufacturer narrative:
Eval summary: the following observations were made pertaining to the general pelvis x-ray: left femoral head is dislocated from the shell/liner; the left reinforcing ring is not attached to the liner; the left shell position is at approx the correct height; the left shell position appears to be slightly horizontal and slightly shallow. The dislocation may have been due to one or a combination of the following mechanisms: impingement (levering) of the stem against the liner may have occurred due to the orientation and position of the acetabular cup; the observed orientation of the acetabular cup may have increased the probability of impingement, which may have led to dislocation of the femoral head; the reinforcing ring may have not been completely seated, which could have lead to the ring separating from the liner and eventually femoral head dislocation. Extent of surrounding soft tissue support and pt behavior may have also increased the probability of dislocation. However, cause cannot be definitively determined. No prod was returned. Review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.